Event description:
It was reported that the right ventricular lead exhibited failure to capture. During the procedure, the lead was attempted to be repositioned however, was unsuccessful due to the helix unable to extend. The lead was explanted and replaced. The patient was in stable condition.